Manufacturer narrative:
The device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. Therefore, the info contained herein was based on the info provided by the initial reporter. It was reported that the pt cut the catheter. The device directions for use (dfu) states: "do not cut or forcefully remove the catheter". Based on this info, the technique used in the removal of the catheter caused the reported incident. We have conducted an investigation on previous catheter break incidents in order to show whether the catheter breaks are occurring within the estimated risks limits or not. The catheter break failure rate was calculated since 2003 by dividing the number of total catheter breaks over the total number of catheters shipped, and it was found that the catheter breaks are occurring within the estimated risks limits. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 in tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Five (5) days post acl reconstruction, the pt experienced resistance while removing the catheter- the pt proceeded to cut the catheter. An approximate three (3) inch segment remains inside. Currently, the fragment has not been removed. Additionally, the pt is stable and had not signs of infection, and has had no further treatment.